Manufacturer narrative:
The reported event was confirmed. A temperature sensing latex foley was returned attached to the meter. The catheter had apparent snaking (gross visual evaluation). According to moncks quality engineering this was due to user related snaking. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿contents: ** bardex® lubricath® 400-series temperature-sensing foley catheter; ** urine meter (350ml capacity) attached to drainage bag (2500ml approx. Vol.); bard® ez-lok® sampling port; attached sheeting clips (2); control-fittm outlet device; ¿ tamper-evident seal; ¿ uro-preptm tray with: catheter lubricating jelly syringe (10cc); latex-free, powder-free gloves (2); underpad (waterproof); forceps/drape/prep balls; povidone-iodine solution; specimen container, cap and label; 10cc syringe (prefilled with sterile water); to inflate catheter only". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the metal wire was exposed on the foley.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the metal wire was exposed on the foley.